Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42. After communication with technical support, the caller was guided through a pump reset process, which resolved the issue as the cgm error code did not reappear. There was no adverse impact to the customer's blood glucose level, and the caller was able to successfully start their sensor session.